Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pacemaker exhibited a lack of radiofrequency telemetry. The device interrogated with wand only. The radiofrequency antenna was hooked to the programmer. The patient reported not being able to do manual transmission. A cyber upgrade was performed. After ending the session and powering the programmer back on, the device was able to be interrogated with the radiofrequency antenna. The patient was given instructions to do a manual transmission.